Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not screwing into the pump and that they had to tape it. Their blood glucose was 95 mg/dl. They were advised to discontinue use of the insulin pump and to revert to the back-up plan per their doctor¿s instructions. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly, minor scratched display window and missing end cap sticker.